Event description:
It was reported that there was an under infusion with use of the device. No patient injury was reported.

Manufacturer narrative:
No product was returned; thus, the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was not performed as no lot or serial numbers were provided. If the product is returned, this complaint will be reopened for further investigation. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.